Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the pump had shorter than expected battery life. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1; date of submission: 11/16/2016. The device has been returned and evaluated by product analysis on 10/27/2016 with the following findings. There were frequent low battery warnings observed in the alarm history. The pump's electrical current draws were tested and were within specifications. The battery compartment was cracked along the side of the pump. Corrosion was observed in the battery compartment.

Manufacturer narrative:
Follow-up #2 date of submission 12/06/2016-correction to serial #.